Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm that the device has scratches on it. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Event description:
It was reported that, during an internal fixation procedure, something that seemed to be like ¿burnt¿ plastic came out of one of the drill holes of a meta anterior drop when the drill and screw sleeves were inserted. The procedure was finished without delay using the same device. Patient was not harmed as consequence of this problem.